Manufacturer narrative:
(B)(4).

Event description:
Information was received from a manufacturer's representative and a patient with an implantable neurostimulator (ins) for multiple back operations. It was reported that in 2014 the patient's device was overdischarged after not using it due to lack of coverage. A physician recharge mode (prm) was performed and the power on reset (por) was cleared, however it was noted that the insr charged the battery too quickly as it went form 0-75% full in about 15 minutes and then depletes in a short period of time. The patient would charge in the evening and by morning the battery would be depleted so they had to charge twice a day and is now considering getting a prime device.